Manufacturer narrative:
The patient's meter was returned for investigation. The returned meter was measured with master lot strips using quality control material. Testing results: qc 1: 3.4 inr, qc 2: 3.4 inr, qc 3: 3.3 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet specifications.

Manufacturer narrative:
The occupation is lay user/patient.

Event description:
The patient stated that she received an erroneous result when testing with coaguchek xs meter serial number (B)(4). At around 9:00 a.m., a sample from the patient was tested in the laboratory using an unknown method, resulting as 3.0 inr. At 3:01 p.m., the patient tested a sample on the meter and the result was 4.0 inr. The laboratory value was believed to be correct. No adverse events were alleged to have occurred with the patient. The patient was not seriously injured and there was no change made to the patient's jantoven dosage. The patient's current condition is stable. The patient's therapeutic range is 2.5 - 3.5 inr. The patient's testing frequency is once per week. The patient was not anemic, did not take heparin, does not have antiphospholipid antibodies, did not take direct thrombin inhibitors, had no new medications, had no diet changes, had no new illnesses, and had no symptoms of unusual bleeding or bruising. The patient has cleaned the meter with a dry cotton swab. The patient's product was requested for investigation and replacement product was sent to the patient. Relevant retention test strips (lot 345213) were tested in comparison with the master lot. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred.